Event description:
Customer reported fluid leaked from the smartsite valve. Reported tpn was infusing at 85 ml/h when leaking was noted on valve below the drip chamber. No pt harm reported. Administration set replaced w/o incident. No further info was available.

Manufacturer narrative:
(B)(4). Product evaluated and customer's report of fluid leaked from the smartsite valve was confirmed. During visual inspection under microscope, it was noted that the rubber piston had a hole consistent with a puncture with a sharp object. The cause of the leak was due to a hole on the rubber piston of the smartsite valve; however, the root cause of this failure was not identified. The mfg database was reviewed; no quality issues were noted during production build for the involved lot# and failure mode reported.